Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a malfunction alarm and the red led was flashing on the pump. The customer's blood glucose level was 121 mg/dl. Reportedly, the pump had turned back on after charging it for an hour and the customer was able to resume insulin delivery.